Event description:
N/a

Manufacturer narrative:
After further investigation, it was identified that this complaint event is not reportable to us. Hence sending follow up MDR. Please cancel mfg report number 2249723-2026-0001238 in your database

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusion), h11. Corrected fields: h6 (medical device problem code). It was reported by the customer through the emergency support program that during use the cardiosave intra aortic balloon pump timing appeared to be off. There was patient involvement and no injury or harm was reported. Emergency support program personnel were on call to evaluate and troubleshoot the unit. The personnel reported that the customer a cicu rn called the clinical line and stated I need help with the timing of a pump. It looks off. The nurse reported the pump was in semi auto mode and in a 1 to 2 ratio. A screenshot of the iabp monitor showed the pump in semi auto mode using ECG trigger in a 1 to 2 frequency with augmentation at 20 percent with assisted numbers 112 over 59 and unassisted numbers 122 over 67 and a map of 94. The nurse was unaware of the reason the changes had been made on the pump since the nurse had just begun the shift and recently took over care of the patient. The nurse consulted the doctor a cardiology fellow for clarification. The engineer spoke with the doctor and recommended increasing the augmentation level to at least 50 percent. The doctor was unaware of the reason for the low augmentation level and changed the augmentation to 50 percent. The doctor placed the pump in 1 to 3 and kept it in auto mode. A screenshot of the iabp monitor showed appropriate timing waveforms and blood pressure indices. The doctor also stated that a chest x ray was being ordered as one had not been obtained in a while. The engineer provided the nurse with the teleflex clinical support phone number should the nurse or the doctor have questions about the balloon catheter. The engineer also provided direct contact information and asked them to call back if they had additional questions or needed further troubleshooting assistance with the cardiosave. They appreciated the support and had no further questions.

Manufacturer narrative:
Due to character limitation in e1 for initial reporter, the full initial reporter is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during emergency support program call that the cardiosave intra-aortic balloon pump (iabp) timing of a pump looks off. The pump was currently in semi-auto mode and in 1:2. A screenshot of the iabp monitor revealed the pump was in semi-auto mode, using ECG trigger, in a 1:2 frequency, augmentation at 20%, with assisted numbers- 112/59 and unassisted numbers 122/67 and a map of 94. There was patient involved but no harm or injury to the patient was reported.